Event description:
It was reported that right hip revision surgery was performed in 2011 due to pain associated with a grinding of the prosthesis. The patient underwent a subsequent revision of competitor cup and head devices in 2012, followed by a subsequent revision of the femoral stem due to a fall and fracture, reported via MDR 9613369-2018-00012.

Manufacturer narrative:
It was reported that revision surgery was performed in 2011 to remove a bhr cup and modular head sleeve, the originally implanted plus stem remained implanted. No details were provided as to the manufacturer, part or lot numbers of the modular head involved. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough manufacturing record review of the reported event can be performed. The supplied medical information was reviewed. Based on the provided information was the revision indicated due to disabling pain and the patient noticed a grinding from the hip. No information on the ball-head manufacturer was provided. The stem remained in-vivo and a third-party dual mobility cup was implanted. Only x-rays following the revision were provided and do not show the bhr cup that was revised. Based on the provided information a thorough investigation is not possible. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.